Event description:
It was reported that the pump was being used on a pt. A titration was done on channel b. Sixteen minutes later the pump went into a 533:320:717:0000 failure mode. This failure code will result in an alarm and stop all channels in use. The pt's b/p then decreased. It was reported that levophed was being run on one of the channels. The infusions were restarted and the pt returned to pre-incident status. No pt injury resulted.